Event description:
According to the available information, the implant was removed due to an unknown reason and replaced. The explant details are unknown.

Manufacturer narrative:
B3: estimated date. E1: reporter is unknown. Only a re-implantation for a non-coloplast product was reported. The details surrounding the earlier explant were not provided. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.